Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator failed to alarm. The ventilator was not in use on a patient at the time of the reported event.